Event description:
The first coil was successfully deployed in the terminal internal carotid artery aneurysm. During the deployment of the second coil (subject device), the microcatheter shifted. During the repositioning of the microcatheter the aneurysm ruptured. The physician quickly deployed the coil. The heparin was reversed with protamixine, dose not disclosed, and the anesthesiologist lowered the patient's blood pressure. Some bleeding was noted from the vessel but this ceased after the heparin reversal. The patient's condition is unknown.

Manufacturer narrative:
For no allegations of product malfunction or non conformance contributing to the reported event.